Event description:
The patient stated the bd ultra-fine pen needles 5mm x 31g now have penta point comfort tip and since using the new penta point tip, the needle broke off into her arm. The patient stated she never had an issue with these same pen needles, until they added the penta point tip. The patient stated her doctor did an x-ray, which confirmed the needle was broken off into her muscle. The patient stated she is following up with her doctor and she may need surgery to remove the pen needle from her arm.